Event description:
It was reported via clinic notes received that the pt has a history of sleep apnea and pneumonia. The relationship of these events to vns is unk. Diagnostics taken indicated normal device function. Attempts for further info are in progress.